Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose levels (300+ mg/dl). Customer gave himself an injection with a humalog pen to stabilize his blood glucose levels.